Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, login required a witness. The system was rebooted, after which normal login functionality was restored. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bioid) performance issue requiring driver update. The technical support specialist (tss) applied knowledge article bioid lumidigm update package 1.3 release for es failure recovery fix to upgrade bioid drivers and rebooted the station, restoring normal functionality. The system functioned as intended after the technical support specialist (tss) resolved the issue.